Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the hospital tried to install the backup battery for preparation of its regular replacement but could not open the cover because one of the screws appeared to have stripped threads. Although it could be turned around, it would not come loose. A replacement controller was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the inability to remove one of the backup battery cover screws was confirmed via analysis of the returned system controller (serial number: (B)(6)). Inspection of the returned system controller revealed that the backup battery cover screw closest to power cables and system controller label was unable to be unscrewed. The backup battery cover was removed using a screwdriver. Further inspection of the backup battery cover revealed that the screw that was unable to be unscrewed was unthreaded. The remaining backup battery cover screws were observed to be in unremarkable physical condition. Aside from the unthreaded screw, the returned system controller functioned as intended throughout testing. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The system controller was shipped to the customer on 12apr2022. Heartmate 3 instructions for use section 2 : "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8 : ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 : ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10 : ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.